Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the insert did not lock properly. There was a little gap between the baseplate and it. Therefore, the surgeon implanted a spare insert instead of it."